Event description:
It was reported that the customer had a buttons error alarm on the insulin pump. The customer's blood glucose level was 344 mg/dl. Troubleshooting was performed, and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.